Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 535 mg/dl at the time of the event. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer declined to perform troubleshooting. Nothing further was reported.